Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to high, out-of-range pace impedance measurements of greater than 2000 ohms. The rv lead was successfully replaced. No additional adverse patient effects were reported.